Manufacturer narrative:
The customer¿s report of a fluid leak from the y port was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing and pressure testing resulted in leaking from the piston of the first smartsite. The root cause of the leak is a needle puncture hole in the smartsite piston. The smartsite is not intended to be accessed with a needle and will leak if used under that condition.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from the FDA which states, "IV fluid was dripping from v site connector side ports on the tubing are not used in nicu - nothing was infusing or injected via this port. Manufacturer : please note that we do not send products to the MFR,but you may arrange for pick-up by calling my number below". The customer has reported that an infusion of unknown medication or fluid was leaking from the y port of an IV set and subsequently had to be replaced along with the patient's umbilical venous catheter. No harm to the patient is alleged.